Event description:
It was reported to philips that geometry restart and system communication issues occurred during use on an integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system, applied contact cleaner, and monitored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).